Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 26 june 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The early sensor retirement alert ec1 was triggered after day 150 owing to degradation of the indicator.the sensor retired outside of the replacement policy period.the user was re-inserted on (B)(6) 2025 with a new sensor. B4. Date of this report 14 sept 2025. G3. Date received by the manufacturer? 14 sept 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.